Event description:
Pt presented at (B)(6) with filter in the right ventricle. Pt had filer placed at an unk hospital and it was not known when the placement occurred. Importer narrative amendment: b braun interventional sys inc would like it recognized that it appears from the film review that a subsequent intervention caused the filter to be located in the right ventricle. This can not be verified. The filter appears to be greatly distorted, which suggests that an active force may have caused the displacement.